Manufacturer narrative:
The promus premier select ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-oct-2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion with a bend of >45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery (lcx) . After predilatation was performed with a 15 x 2.50mm non-boston scientific balloon catheter, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion at the proximal lcx and was removed. Stenting of the lcx was abandoned and the procedure continued with stenting of an obtuse marginal branch lesion using different devices. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.